Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, the homecare patient reported that solution was leaking at the connection of the tubing and the filter. It was reported the patient used a "twist tie" to stop the leakage and returned to the clinic. The tubing set was replaced and the therapy was resumed. The spill was cleaned up according to the user facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.